Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection revealed the device in good physical condition. Event history log showed a high number of ¿air-in-line detected¿ alarms. Functional testing was able to replicate the reported issue; the pump recorded 12, 107 million rotations which was over the limit and the pump failed flow accuracy testing. The root cause was determined to be the motor rotations over limit, faulty air sensor, and expulsor was too high. The motor and air sensor were replaced and expulsor trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the pump was alarming empty. It was stated that there was a delay or failure in treatment or procedure. The clinicians believed the infusion went through too fast. The pump then exhibited ¿motor service due¿. Unspecified intervention prevented near miss injury. No further details were provided.